Manufacturer narrative:
The company service representative replaces the display power supply. The system was tested to factory specifications. It functioned normally and was returned to use. (B) (4).

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display went blank. No patient injury was reported.